Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: from the attached document on the complaint system evaluation tab, it is probable that noise was generated and the image was not displayed due to cable damage and charge-coupled device (ccd) unit failure. In addition, it is considered that the cable failure was caused by the user's handling because the product shipment record is normal. It is presumed that the failure of the ccd unit was caused by deterioration over time. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s report of the "unit is damage ¿ no electrical power when connected" was not confirmed. The electrical power runs on the unit, all the switches work; however, there was no image displayed due to faulty a charge-coupled device (ccd). A shortage was found in the cable causing the image to cut in and out (tested with a known-good ccd unit). The cause of the cable damage and faulty charge-coupled device.

Event description:
The service cent was informed that during an unspecified procedure, there was no power when the camera head was connected. It is unknown if the intended procedure was completed. There was no patient injury reported.